Event description:
A zoll patient service rep (psr) called zoll customer support to report that a (B)(6) male pt's monitor response buttons were not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the monitor's rear response button was non-functional, which prevented the monitor from activating. The cause for the failure was isolated to a damaged rear response button cable. The cable was severed. The root cause for the damaged response button cable could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.